Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. The lot number was not provided thus a device history record was not reviewed. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. The instructions for use (IFU) provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced intermittent capture with a temporary pacemaker during use of a swan ganz catheter. Event occurred in the intensive care unit. Catheter was removed and replaced with a new catheter. There were no patient injuries. The voluntary incident report did not include customer contact information, patient information or product information related to the reported event.